Event description:
Caller reported aviva system blood glucose results of 186 mg/dl and 44 mg/dl within 10 minutes. Customer had symptoms of hypoglycemia, was able to obtain and consume some orange juice and dark chocolate with the help of his wife. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.